Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 5 mmol/l. Customer changed the battery but the anomaly persists. Customer stated that the buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No button error alarms noted during testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and scratched case.